Event description:
It was reported that a user experienced persistent dexcom g7 pairing failure with the ilet bionic pancreas, resulting in no cgm readings and a pump notice of dosing stopped despite matching pairing codes and prior troubleshooting, including a power toggle and magnet reactivation steps, after which the user elected to replace the sensor and enter the new pairing code. Symptoms included absence of glucose data and a device dosing stop state. Outcomes included manual blood glucose entry into the pump and resumption of cgm warmup with an indicated remaining warmup period. Investigation included guided troubleshooting, confirmation of pairing code alignment, attempted re-pairing, sensor replacement, and education on manual bg entry. Investigation of this case revealed a cgm pairing failure with the prior sensor that was addressed through sensor replacement and re-pairing, with no indication of ilet pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was cgm pairing error related to the dexcom g7 sensor-transmitter link rather than an ilet pump malfunction.